Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/05/2015. The fse confirmed diluent comparison errors. The fse found a sticky actuator to the pump module. The valves with the sticky actuators were pv 20, 21, 22 and 24. The fse replaced the faulty actuators to the pump module resolving the errors. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported receiving diluent comparison errors on a coulter lh 500 hematology analyzer during startup. The customer's attempts at troubleshooting failed to resolve the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.